Event description:
The customer reported a blue leak from the coulter hmx analyzer with autoloader. The instrument was generating ambient lyse temperature errors when the leak was noticed. The volume of the leak was about 100 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer found a leak at the tubing through pinch valve pv37. The customer replaced the tubing, which repaired the leak and the errors. The repairs were verified per established procedures. (B)(6).